Manufacturer narrative:
A ge service rep performed an on site investigation. The cine bridge board was replaced and the cine drive was reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the cine mode was not functioning. There is no report of injury or death associated with the event described in this complaint.